Manufacturer narrative:
Device passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 3 alarm or pump error 37 alarm noted. The motor was tested outside of the device and passed. However, device received with moisture damage on the battery tube, vibrator and electronic assembly noted. No moisture damage on the keypad or motor assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed multiple pump errors. The customer¿s blood glucose level was 341 mg/dl. The customer stated that the drive support cap was normal. The customer stated that they did not run displacement test anymore because pump error alarms happened more than twice. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.